Event description:
The customer reported a conflicting results result with the binaxnow covid 19 ag self test (195-160) performed on b)(6) 2021. The customer stated the patient was symptomatic (cold and flu). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 160538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/195-260 / lot 160538 and device part number 195-430h / lot 150442. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.